Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a rf ablation procedure to treat superior ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that the irrigation tubing on the catheter was damaged during the procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.